Event description:
International affiliate reported that a patent developed a wound infection approximately one week following surgery. It is assumed that antibiotics were administered to address the event. No further information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should addtional information be obtained , a supplemental 3500a form will be submitted accordingly.